Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the nephrostomy tube placement procedure, the cope mandril wire got caught on the stone. When an attempt was made to remove the wire, the distal tip became separated. There was no reported impact to the patient as a result of the product issue. Additional information had been requested but not provided.